Event description:
It was reported that when attempting to insert the brachytherapy needle into the pt's skin, the needle bent upward. The issue was attributed to taut/tight skin and the dr used the needle in spite of the bend. When removing it, the needle hit the back of the grid and a portion of the needle containing two seeds remained inside the pt. The dr was able to grasp the needle using pliers and successfully remove the broken needle portion from the pt.